Event description:
The report received from the study indicated that approx. Eight (8) months after the index procedure during a follow-up, the pt had a target lesion re-percutaneous transluminal coronary angioplasty (re-ptca). The previously implanted bx sonic 3.0 x 33mm stent implanted in the mid left anterior descending (lad) coronary artery was reported to have 75% restenotic lesion. The restenosis was treated by balloon angioplasty using a 2.5 x 12 mm balloon at 12 atm/duration unk. No relationship of the adverse event (ae) was provided. The pt was reported to probably be symptomatic. The event outcome was reported to be resolved.

Manufacturer narrative:
The target lesion for the index procedure was the mid lad. The lesion was reported to be: a chronic total occlusion (cto), not calcified, tapered, and with timi 1 flow pre-procedure. The lesion was pre-dilated with a 2.5 x 25mm balloon at 12 atm/unk duration. A bx sonic 3.0 x 33 mm stent was implanted at 12 atm/duration unk. The pt received unfractionated heparin during the procedure. The pt was discharged on aspirin, ticlopidine, and beta-blocker therapy. The pt was reported to be compliant with her antiplatelet therapy. No add'l info was available. The product is not available for eval and testing. This 64-year-old female experienced restenosis of a bx sonic stent implanted as part of the gissoccii trial. Restenosis is a potential adverse event associated with coronary artery stenting. The objective of this study is to compare the cypher select sirolimus eluting stent (ses) with the sonic bare metal stent (bms) in the treatment of the chronic total occlusion lesions (cto). Medical history that may have increased her risk for mace included hypertension and hyperlipidemia. During the index procedure, one 3.0/33mm sonic stent was implanted at 12 atm. The target site was described as non-calcified, tapered cto with timi I flow. No complications were reported. At the 8-month follow-up, angiography identified 75% restenosis in the previously stented mid-lad. A re-ptca was attempted but was "unsuccessful". No further detail was provided. The product could not be returned; it remained implanted. A device history records review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. With the limited info available, progression of existing coronary disease may have contributed to the event. Please note that this is the initial/final report for this product.